Event description:
It was found during baxter's testing that a pump was alarming for air-in-line. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom air in line was confirmed and reproduced. Eval found the upper and lower readings on the ultrasonic sensor with a fluid filled tube to be cut of specification. This ws caused by a failed upstream sensor. As a result, the upstream sensor was replaced.